Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, delamination partial in the diaphragm and opening. A leak test was performed and found an opening on posterior and anterior. A microscopic analysis was performed which identified a sharp crease opening on the posterior, striated opening in the anterior side, delamination partial in the diaphragm valve. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening. A striated opening in the anterior side due to surgical damage. Delamination of the diaphragm valve assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.